Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va30x0j); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient reported that they were having a lot of pain (agent was unable to hear properly due to distorted words of the patient having audio issues). The patient said that the pain was all the way down to their leg down to their feet. The patient said that they felt like the device had been moved, that the wires moved or disconnected. The patient said they could feel their implant under their skin and it was very uncomfortable. The patient said they weren't feeling uncomfortable before. The patient said that they were feeling pain in their buttocks. The patient said they had pain and pressure in their sacral buttocks area all the way down to their leg and to their feet. The patient said these symptoms started last monday. The patient said that they had more pressure in their whole bladder abdomen area but they didn't notice a change in the "volume". The patient confirmed they didn't lose any weight. The patient said they could feel their implant under their skin and it was very uncomfortable. The patient stated that they sat on a hard surface last monday and they did feel some pain after that up to their tailbone area but the patient didn't think too much of it then they started to have all the symptoms which had gotten worse over the week. The patient confirmed they turned off their therapy for a little while, but they didn't notice the pain going away immediately or anything. The patient said they turned their therapy back on, but they did not increase their therapy quite as high as they had before. The patient said they turned it up only to feel that their therapy was activated. The patient confirmed that the pain never subsided even if the therapy was off. The agent reviewed and redirected the patient to their doctor to further discuss the issue. Patient asked about MRI mode. The agent reviewed MRI guidelines. The agent also gave the technical services number for their doctor to call.